Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the extended bolus feature and bolus duration had continued beyond the programmed time frame. During troubleshooting with tandem technical support, customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage. There was no impact to the customer's blood glucose level.